Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with bolus correction for high blood glucose and low she eats something. Customer stated that retainer ring was loose. Customer stated that reservoir able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.